Event description:
It was reported that there was open circuits on left side: electrode c1, c2, and c3 had >2000 ohms impedance readings. All bipoles had >2000 ohms. 2 and 3 active electrodes were >2000 ohms and less than 7 ua. Patient therapy was great at the moment. Right side electrode impedance test showed all values are "real" which meant no open circuit (2 and 3 active electrodes were 1332 ohms and 13 ua). Right side was fully intact. Reason for open circuits on the left side was unknown. Patient had great therapy and benefit using devices.

Manufacturer narrative:
Product ID, neu_unknown_lead lot# serial# unknown, implanted: 2009 (B)(6), product type lead product ID, neu_unknown_ext lot# serial# unknown, implanted: 2009 (B)(6), product type extension. (B)(4).